Event description:
A malfunction alarm with code malf 3 was reported, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer reverted to multiple daily injections as a backup therapy.